Event description:
Per the clinic, the patient developed an infection and biofilm formation at the implant site. Subsequently, the patient was treated with antibiotics (type and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.